Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 1147 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer was filing the reservoir with cold insulin, so she was advised to use room temperature insulin. The customer may have scar tissue at her infusion sites. The cannula was crimped. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.